Manufacturer narrative:
Result: fowler clutch.

Event description:
It was reported by service report that the fowler was easy to push down at 20 degrees or below and the fowler clutch was bad. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.